Event description:
The customer reported to olympus that the image suddenly went black on the videoscope when used with the video system center. The issue was found during a laparoscopic partial gastrectomy procedure. After plugging and unplugging several times, the image returned, and the procedure was completed with the same device. The procedure was completed with the same device. There were no reports of patient or user harm, or impact associated with the reported event. This report is related to patient identifier: (B)(6).

Manufacturer narrative:
E1/establishment namme:(B)(6) hospital. The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.